Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device confirmed the display of 4000 gui unable to communicate with master control unit (mcu). It was found that the mcu board had 2 loose connectors and insufficient solder flow on connectors j17 and j27; and the mcu board was replaced. The generator passed full functional and electrical safety testing. Based on the observed 4000 error, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient was present and had received a trus, including a modified prostate block with lidocaine in addition to lidocaine jelly in the urethra prior to water vapor therapy procedure. During the initial device set-up there was no indication that anything was wrong until performing the pretreatment cycle. Steam did not exit the tip of the device and error codes began to pop up regarding the rfcable port and replacing with a new device. After opening a second device and restarting the generator error code 4000 was prompted on the console. The error could not be bypassed and the procedure was aborted. There were no patient complications.

Event description:
It was reported that a patient was present and had received a trus, including a modified prostate block with lidocaine in addition to lidocaine jelly in the urethra prior to water vapor therapy procedure. During the initial device set-up there was no indication that anything was wrong until performing the pretreatment cycle. Steam did not exit the tip of the device and error codes began to pop up regarding the rfcable port and replacing with a new device. After opening a second device and restarting the generator error code 4000 was prompted on the console. The error could not be bypassed and the procedure was aborted. There were no patient complications.